Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amplatzer torqvue 45x45 delivery sheath to treat a left atrial appendage (laa). The patient had a right femoral ablation to treat a recurring atrial fibrillation followed by a laa closure. The landing zone measurements via transesophageal echocardiogram (tee) were: 13mm at 0 degrees, 12mm at 45 degrees, 16mm at 90 degrees, and 16mm at 135 degrees. The patient's left atrial pressure was 12mmhg. After fluid bolus the atrial pressure increased to 14mmhg. It was noted that there was some swelling in the appendage post-ablation. Follow-up measurements showed 20.7mm in the 45 degree view. A 25mm sized device was chosen. During the procedure the occluder was re-captured once. At the 135 degree view a small mitral shoulder was noted. Multiple tension tests were performed. The occluder showed a tire-shaped compression. The occluder appeared to be stable with no leaks. Close criteria were met. The occluder was released from the delivery cable. Approximately an hour and a half post-procedure, on transthoracic echocardiogram (tte), it was observed that the occluder embolized to the left atrium, past into the left ventricle, and was tangled on the anterior leaflet of the mitral valve, partially obstructing the mitral valve. The occluder was surgically removed and the laa was surgically closed. The patient status was hospitalization. The user believed the device embolization was potentially due to under-sizing of the device post-ablation and the small mitral shoulder.

Manufacturer narrative:
An event of device embolization and partial obstruction was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and cine review, the cause of the reported device embolization is likely related to operational context. The cause of the reported partial obstruction appears to be a cascading effect of device embolization. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was admitted and the device was surgically removed and the laa was surgically closed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amplatzer torqvue 45x45 delivery sheath to treat a left atrial appendage (laa). The patient had a right femoral ablation to treat a recurring atrial fibrillation followed by a laa closure. The landing zone measurements via transesophageal echocardiogram (tee) were: 13mm at 0 degrees, 12mm at 45 degrees, 16mm at 90 degrees, and 16mm at 135 degrees. The patient's left atrial pressure was 12mmhg. After fluid bolus the atrial pressure increased to 14mmhg. It was noted that there was some swelling in the appendage post-ablation. Follow-up measurements showed 20.7mm in the 45 degree view. A 25mm sized device was chosen. During the procedure the occluder was re-captured once. At the 135 degree view a small mitral shoulder was noted. Multiple tension tests were performed. The occluder showed a tire-shaped compression. The occluder appeared to be stable with no leaks. Close criteria were met. The occluder was released from the delivery cable. Approximately an hour and a half post-procedure, on transthoracic echocardiogram (tte), it was observed that the occluder embolized to the left atrium, past into the left ventricle, and was tangled on the anterior leaflet of the mitral valve, partially obstructing the mitral valve. The occluder was surgically removed and the laa was surgically closed. The patient status was hospitalization. The user believed the device embolization was potentially due to under-sizing of the device post-ablation and the small mitral shoulder.